Manufacturer narrative:
Visual assessment of the device showed the suture anchor is dislodged from the inserter. The anchor construct is partially cinched. Inserter shaft is bent. Suture anchor construct was reassembled onto the inserter and trigger was fully advanced to the deployment position, anchor fully cinched. Anchor construct came free from the insertion device as intended. It appears that during insertion alignment to the insertion site was not maintained causing the insertion shaft to become bent resulting in the dislodgement of the anchor. Device history review confirmed no abnormalities were reported with this product during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported anchor did not deploy. A second hole was drilled as a result to deploy the backup anchor. The initial hole was abandoned and not used.